Event description:
During the initial implant procedure, high impedance and poor sensing were observed on the lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.